Manufacturer narrative:
No unexpected error messages, reset anomalies or restart anomalies noted during testing. Passed pump self test, displacement test, rewind test, basic occlusion test and prime/delivery test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test due to motor error alarms during bolus delivery. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. The customer reported that she was unable to rewind. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.